Event description:
Related manufacturer reference number: 2017865-2019-10833. New information received on july 11, 2019, indicates that the left ventricular lead dislodged due to the twiddler's syndrome.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high impedance and loss of capture on the atrial lead. During the replacement procedure, it was noted that the patient had twiddler¿s syndrome, and that the atrial lead was fractured. It was also noted that the atrial lead insulation and conductor wire were flaking apart. The lead was capped and replaced on (B)(6) 2019. The patient was stable.